Event description:
Healthcare professional reported 3 months after injection with unspecified juvederm voluma, the patient developed "hardening lower face." Patient was treated with hyalase diluted with 1% xylocaine and 0.9% nacl. Symptoms are ongoing but nodule is "no longer visible, only palpable."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardening lower face and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.